Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The doctor advised the patient to have a surgical revision to resolve the issue with the same device, but different size. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.